Event description:
Pt received in pacu post aicd implant. The surgeon and the pacer representative were present at bedside w/post op and in the recovery room, the technician from medtronic company noticed that the impedance in the ventricular pacer lead was very high. Therefore, the decision was made to bring the pt back to the surgery to recheck it. After reconnected back to the aicd, the impedance in the ventricular lead and he advised to use another aicd, a new one. That was done and reconnected to the venkept going very high. A consultation with the medtronic technician in the main company was done tricular/atrial leads and defibrillator leads and the impedance was normal. Pt was in no acute distress and was discharged on (B)(6) 2008 in stable condition. A product info report was filled by (B)(4), from medtronic.